Event description:
The recipient reportedly experienced sound quality issues. The recipient was prescribed medication. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient's activation went well. The external visual inspection revealed the pad at an electrode was damaged and extruded prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed that the pad at an electrode was extruded. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis did not reveal signs of a short along an electrode. The device passed the electrical tests performed, with the exception of tests involving an electrode which was believed to be damaged during revision surgery. This is the final report.

Event description:
The recipient reportedly experienced sound quality issues. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.